Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (500 mcg/ml at 40 mcg/day) via an implanted pump. It was reported that during the implant procedure the hcp had difficulty removing the stylet/guidewire from the catheter. He was able to remove it, but it was difficult. It did not remove from the catheter initially but was able to be removed completely with some applied force. There were no known environmental, external, or patient factors that may have led or contributed to the issue. After removing it, the hcp was able to successfully aspirate from the cap (catheter access port). The issue was noted to be resolved, and it as indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-aug-2023, UDI#: (B)(4). The catheter guidewire was returned for analysis. Analysis of the guidewire found ¿damage occurred to guidewire during implant procedure¿. If information is provided in the future, a supplemental report will be issued.